Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced elevated blood glucose while attempting a steel infusion set supply change and required guided troubleshooting to complete the change and resume insulin delivery; the user noted difficulty placing the set due to a back brace and tried an arm site. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution with user education and successful continuation of insulin delivery. Investigation included remote troubleshooting and follow-up verification of blood glucose trend. Investigation of this case revealed no device alarms, no device malfunction observed, and successful function after infusion set replacement and site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to infusion set handling or placement rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.